Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via left common femoral artery, the helix allegedly broke apart from the catheter while removal and over the bifurcation, the physician pulled back the wire and able to grab the other piece of the device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and thus physical investigation was performed on the catheter. During physical investigation the helix was broken at 69 cm distance from the tip of the catheter. The broken part of the helix was sent outside of the catheter. It was not possible to specify the root cause further using the information provided by the user. Therefore, the investigation is confirmed for the reported helix break issue. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h10: d4 (expiry date: 07/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via left common femoral artery, the helix allegedly broke apart from the catheter while removal and over the bifurcation, the physician pulled back the wire and able to grab the other piece of the device. There was no reported patient injury.